Manufacturer narrative:
A review of the manufacturing documentation of the leads found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that a patient had loss of stimulation. After troubleshooting, attempts were unsuccessful, it has been recommended that the patient undergo lead replacement surgery. The patient will not proceed with the lead replacement surgery at this time.